Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited an increased capture threshold and decrease in pacing impedance. Diagnostic imaging showed the right ventricular lead had dislodged and there was a perforation. The right ventricular lead was explanted and replaced. The patient was in stable condition during and after the surgery.